Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The applicator was provided for investigation. An external visual inspection was performed and passed. The device was opened, and the internal visual inspection passed. The wearable was also provided for investigation. An external visual inspection was performed and failed due to detached/missing sensor wire. The allegation of applicator deployment was not confirmed. The probable cause could not be determined. Additionally, a detached/missing sensor wire was found in connection to the reported allegation. No injury or medical intervention was reported.